Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated a cord broke on the tire causing, the tire to roll off the rim.